Event description:
The account stated all 3 levels of axsym troponin-I adv controls have shifted upward and are out ot range high. The account ran a few calibrators as patient samples which generated higher than expected values. The account recalibrated the assay and repeated the quality control. No results were reported outside of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
When using the impacted lot of matrix cells, some customers have experienced controls out of range, discrepant patient results, and calibration errors with the axsym troponin-I adv assay. Abbott has not received any reports of adverse events related to the impacted lot of axsym matrix cells. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.